Event description:
Customer reported a depleting battery. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up, and no further information was obtained on corrective actions.